Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182).

Event description:
It was reported issue with regards to secondary fluids not infusing related to the clamps not being released by the clinician. The issue has resulted in skipped doses of critical medications. The customer reached out to the manufacturer to find out other ways to deliver medications that do not require the secondary set- up. Bd clinical practice consultant have provided other intermittent medications options to the customer. There was patient involvement but no harm.

Event description:
It was reported issue with regards to secondary fluids not infusing related to the clamps not being released by the clinician. The issue has resulted in skipped doses of critical medications. The customer reached out to the manufacturer to find out other ways to deliver medications that do not require the secondary set- up. Bd clinical practice consultant have provided other intermittent medications options to the customer. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.